Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the physician could not get the impella cp across the aortic valve when repositioning. The impella had been in and out of the body twice and decision was made to exchange the impella cp for a new cp. There was no harm to the patient.

Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was not returned for investigation. Data log review was not required for this case run. According to the clinical details, the impella was unable to cross the aortic valve during repositioning of the device. The cause of the positioning issue was most likely use related, based on given clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email